Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the consumer; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off; small metal piece fell out of the tooth brush [device breakage]. Brush head becomes loose [device connection issue]. No adverse event [no adverse event]. Case description: salesforce case number (B)(6). A (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown become loose after one week of use. This occurred with three brush head replacements; one brush head fell off while in use, and a small piece of metal fell out of another into her mouth. No symptoms developed.

Manufacturer narrative:
09-oct-2015 product investigation results: reporter returned 4 toothbrush heads on 03-sep-2015. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell off; small metal piece fell out of the tooth brush [device breakage]. Brush head becomes loose [device connection issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown become loose after one week of use. This occurred with three brush head replacements; one brush head fell off while in use, and a small piece of metal fell out of another into her mouth. No symptoms developed. 03-sep-2015 reporter returned 4 oral-b precision clean brushheads. Investigation is in progress. 09-oct-2015 product investigation results: reporter returned 4 toothbrush heads on 03-sep-2015. Toothbrush heads confirmed to be counterfeit.